Manufacturer narrative:
No product is being returned for eval. Reinforced surgical technique to customer.

Event description:
It was reported that the patient experienced an infection; pus-like appearance; negative culture. No other information is available